Event description:
A malfunction was reported on the customer's pump, showing malf 3, and there were no notable events leading up to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to place the pump into storage mode and return it using the provided ups return box. A replacement pump was sent to the customer, who will use multiple daily injections (mdi) as backup therapy in the interim.